Event description:
Patient presented to the physician four days post-implant with symptoms including shortness of breath, body aches, chills, and localized pain at the ipg site. Physician admitted the patient for further evaluation. A CT scan revealed migration of the sensing lead into the pleural space. The patient was brought in for surgery, where intraoperative findings confirmed the lead had entered the pleural cavity, but no pneumothorax was noted. The migrated sense lead was successfully removed, and the original intercostal site was closed. Physician placed a new sense lead in an alternate location, re-sutured, and closed the incision site.